Event description:
Reportedly, the patient has been implanted with the subject ICD for a dilated cardiomyopathy (dcm). Between the implantation on (B)(6) 2013 and (B)(6) 2016, it was reported that the ventricular threshold increased from 0.5 v to 2.25 v, the ventricular lead impedance increased from 538 ohms to 1666 ohms and the r-waves amplitude decreased from 12.6 mv to 4.6 mv.